Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department after receiving shock therapy. Device interrogation was performed and upon review of ventricular episodes, it was found the device delivered appropriate therapy for ventricular tachycardia, but therapy was ultimately exhausted, leaving the patient in their ventricular tachycardia. Subsequently, the patient was seen for further follow up where the physician opted to perform a defibrillation threshold (dft) test. Normal device operation was found. In addition, the patient will have their medication assessed and adjusted as needed. The ICD remains in service at this time. No additional adverse patient effects were reported.